Manufacturer narrative:
There was one (1) malfunction event reported. No product device was returned for product evaluation. The actual device was not reported. Therefore, production/manufacturing documents could be reviewed. Because no product was returned for evaluation, no conclusion may be drawn to the reported malfunction event. This report was attempted to submit on 04/29/2022. However, due to webtrader system issues, the report would not transmit via webtrader. An esg helpdesk ticket was opened on 04/29/2022 covering the issue. The ticket number was 308034. Ticket 308034 was resolved on 05/03/2022. Hence, allowing for the attempt to transmit on 05/04/2022.

Event description:
This report summarizes one (1) malfunction event. A review of the event involves a implant prosthetic that was cracked at its frame. The report was received with no patient adverse events were reported. No information regarding patient demographics was provided as well.